Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that patient was getting a fistula and a pre-operative evaluation was being performed. The health care professional request a review of the device data as the patient has been experiencing syncopal events. There are two ventricular episodes from the past three months which appears to be non sustained ventricular tachycardia (nsvt). The presenting rhythm is ap/vs with some premature ventricular contractions (pvc) and the device was confirmed to be operating as programmed. No additional adverse patient effects were reported.